Manufacturer narrative:
Date of event: estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported post procedure single leaflet device attachment (slda) cannot be determined. The reported recurrent mr is the result of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr). Imaging was challenging due to the rotated heart. Two clips were implanted, reducing mr from 4+ to 2. On an unspecified date, during a follow up visit echocardiogram was performed. It was noted clip (91009u119) detached from the posterior leaflet and remained attached to the anterior leaflet, (slda) and mr increased to 3. No symptoms were reported and the patient remains stable. The patient is being assessed for possible future treatment. No additional information was provided.